Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was intermittently making a "loud grinding noise." The customer reported that no alarms or malfunctions occurred and the noise was different from a motor noise. The customer's blood glucose went up to 600 mg/dl and was addressed with a correction bolus via the pump. The customer confirmed that an alternate method of insulin delivery was available.